Manufacturer narrative:
Event took place in (B)(6) and has been reported through (B)(4) distribution subsidiary pajunk medical produkte gmbh. Currently the data is poor and the device has not been returned/ analysed. As soon as further data will be available a follow up report will be sent in to the agency.

Event description:
Irn# (B)(4). Summarizing translation of initial reporter´s narrative: cannula got loosened from hub.

Manufacturer narrative:
Event took place in austria and has been reported through german distribution subsidiary pajunk medical produkte gmbh. Based on risk assessment and clinical evaluation report file is considered as closed. - attachment: [complaint report for 394-18.pdf].

Event description:
Irn# 596_394-18. Summarizing translation of initial reporter´s narrative: cannula got loosened from hub.